Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens was removed due to torn haptic. The incision was not widened to remove the lens. A vitrectomy was performed, unk if prior to insertion or after. Secondary lens, same model and size was implanted. A suture was used to close the wound.

Manufacturer narrative:
(B)(4). Evaluation: method - lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).